Event description:
The customer contacted baxter's (B)(4) to report he was disconnected from the homechoice (hc) during the fill 3/3. The tsr assisted the hp with ending therapy early and removing the cassette from the hc. No patient injury or medical intervention was indicated at the time of the initial report. (B)(4) contacted the hp on (B)(6) 2010. The hp stated the patient line disconnected from the transfer set while he was sleeping. The sample was discarded. The hp was treated prophylactically with antibiotics. The hp is continuing therapy as usual. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.